Manufacturer narrative:
This device was manufactured 9/28/2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and damaged foam particles were observed inside the assembly. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.